Event description:
Customer reported a leak when using the coulter lh 500 hematology analyzer. The leak was described as 1 quart of clenz leaked from the instrument out of the right side of unit. The leak occurred above the laser cover (splash shield) and was not contained in the instrument. The operator was wearing personal protective equipment of gloves, glasses, and lab coat at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and found blue stripe tubing with a cut in it at pinch valve (pv43). Pv 43 opens the drain path from low vacuum and waste chamber (vc1 or vc01). The fse replaced the tubing to resolve the issue. The fse then performed verification of the instrument to meet the specified requirements per established procedures. Failure mode was identified: the failure mode was attributed to tubing with cut in it at pv43. No erroneous results were generated for this event. The failure mode identified, pv43, is likely to cause erroneous results for all parameters, since depending on the severity of the leak, critical components may be impacted. Evaluation of product labeling: beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to protective eyewear, gloves and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. The beckman coulter (bec) internal identifier for this report is (B)(4).